Manufacturer narrative:
Evaluation: progav 2.0 / fx410t. No product submitted for examination. Adjustment test: not applicable, because no product was available. Braking force and brake function test: not applicable, because no product was available. Result: an investigation was not possible because no product was available. The underlying product information is not sufficient to draw traceability about manufacturing process. Also, as described in our literature, any deposits that may be present can as well affect the functioning of the valves. The reason which had led to the malfunction actually, is not verify, since this would require an examination of the products. Further actions: based on the current information, no further actions are required.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted on an unspecified date. Postoperatively, there was a malfunction and revision. The surgeon noted that the valve had difficulty with adjustment; it had been reprogrammed but did not remain set. Additional information was not provided.